Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist provided a letter of recommendation and asked for a refund. The file provided by patient is not supported and cannot be opened/viewed. Patient is contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.